Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the device was removed due the therapy being ineffective and pain at the implant site when sitting. It was noted that the patient recovered without sequela.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2d0yu serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins) (s/n: (B)(6)) identified that the device passed functional testing. H3: analysis of the returned lead (l/n: va2d0yu) identified that the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Continuation of d10: product ID 978a128 lot# va2d0yu. Implanted: (B)(6) 2021. Explanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that their device is not working. Patient stated when they put the charger to where the battery is supposed to be to charge up, they get zapped and it burns them. Patient reported they have not used the device in over a year and a half and this is the first time they have charged it. Patient is currently at the MRI facility and they need to see that the device is in MRI mode even though patient has not used it in over 1.5 years. Agent asked if patient has had any falls to the area and patient stated no. The caller stated that they think they charged the ins today but are unsure. The caller stated that when they try to connect to the micro my therapy app they get " no device response". Pss had the caller start a charge session of the ins and the caller confirmed that the ins was not charged enough. Pss advised the caller to charge implant up enough to connect to the micro therapy app. The patient mentioned unrelated medical history. This included patient mentioned they are healing from a bladder removal and have not had a bladder in almost 2 years. The caller stated that they want their ins removed.